Event description:
In the operating room, iabp alarming. Attempted to restart- unsuccessful. Pt map down from 70s to 60. I noticed blood backing into balloon tubing. Paged the np and called my team captain. Five minutes later, np present. Immediately told the team. Iabp was clamped and removed. Held pressure manually for 20 minutes. Applied a femstop. Pt then was assessed for neuro and vascular status. Intact. Placement of right femoral intra-aortic balloon pump. He was full arrest seventeen days earlier in a mall but was resuscitated and arrived to hospital.